Event description:
It was reported that the patient presented in the emergency room for an unrelated issue. Upon interrogation, the pacemaker was in backup vvi mode and the battery was at end of life. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not received.